Event description:
Adverse event, product problem, disability or permanent damage. Dates of use: 1980 - 2009. Diagnosis or reason for use: denture cream. Event abated after use stopped or dose reduced: no.